Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. The distal tip was missing and not returned to the device. The length of the core wire remaining in the catheter was measure to be 146.2 cm (measurement taken from strain relief to distal tip). Therefore approximately 5.8 cm of the distal tip detached from the device and was not returned with the sample. This indicated that the core wire broke along the length of the wire and not at the tip weld. The break was noted to be rough. The outer catheter extended beyond the core wire approximately 0.1 c. Obvious signs of stretching were not observed to the distal tip of the outer catheter. The distal marker band was in place but flattened. The investigation is confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter. Per the reported event details, the lesion was calcified. It is possible that patient factors and/or procedural issues may have contributed to the reported event. However, the definitive root cause could not be determined based on the available information.

Event description:
It was reported that after approximately three minutes of activation in the popliteal artery, the distal end of a recanalization catheter bent and detached. There were no attempts to remove the detached catheter segment. The procedure was completed by dilation of the vessel using a contralateral access to the lesion. The patient was reported patient injury.

Manufacturer narrative:
Medical records review: the facility reported that the medical records provided for this event were for a different procedure; therefore the medical records provided are not applicable for this event. Therefore, no medical record review was performed. Image/photo review: no medical images have been made available to the manufacturer. Update: event description. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately three minutes of activation in the popliteal artery, the distal end of a recanalization catheter bent and detached. There were no attempts to remove the detached catheter segment. The procedure was completed by using a guidewire to cross the lesion. The patient was reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide medical records and a review of the medical records is currently being performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.